Manufacturer narrative:
B4: 06jul2021. The customer replaced the touchscreen to resolve reported issue. The device passed required performance verification tests per philips standards and was put back into service.

Manufacturer narrative:
Date of report: 05/11/2021.

Event description:
The customer called into technical support (ts) reporting that the device's touchscreen is not working. It was reported that the device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out for another, but no medical intervention provided to patient reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The customer informed they initially calibrated the touch screen with success, then attempted a second touch screen calibration and the unit is not sensing a touch. The rse advised customer to replace the touch screen.